Manufacturer narrative:
A few weeks later, the lead was explanted and replaced.

Manufacturer narrative:
The lead remains in service at this time. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this atrial lead fractured. The impedance measurements were previously at 400 ohms and now they are greater than 2,500 ohms. Pocket stimulation was noted when the lead was programmed to unipolar configuration, therefore the device was programmed to vvir mode until the lead revision which is yet to be determined. No adverse patient effects were reported.